Event description:
It was reported that the lead integrity alert tripped due to non-sustained tachycardia (nst) episodes with noise and oversensing on the right ventricular (rv) lead. The rv sensing trend showed a decrease in r-waves around the same time that the lead was implanted six weeks prior, and now the lead was not capturing even at maximum output. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead integrity alert tripped due to non-sustained tachycardia (nst) episodes with noise and oversensing on the right ventricular (rv) lead. The rv sensing trend showed a decrease in r-waves around the same time that the lead was implanted six weeks prior, and now the lead was not capturing even at maximum output. The lead is still in use. Additional information was received which indicated that lead had no capture and small r-waves; however the lead remained in use. A few days later, the implanted system (device and leads) was removed due to twiddler's syndrome. There were no plans to reimplant the system. The device and leads have been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:analysis found: (B)(4) full lead no anomalies found, there was blood on the distal conductor, the distal conductor was covered in body tissue/fibrotic growth, the helix was bent, and there was apparent explant damage. Product ID (B)(4) implantable pacing lead implanted: (B)(6) 2006, explanted: (B)(6) 2012; (B)(4) implantable pulse generator (ipg) implanted: (B)(6) 2011, explanted: (B)(6) 2012; (B)(4) implantable pacing lead implanted: (B)(6) 2006, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead integrity alert tripped due to non-sustained tachycardia (nst) episodes with noise and oversensing on the right ventricular (rv) lead. The rv sensing trend showed a decrease in r-waves around the same time that the lead was implanted six weeks prior, and now the lead was not capturing even at maximum output. The lead is still in use. No patient complications were reported as a result of this event. Additional information was received which indicated that lead had no capture and small r-waves; however the lead remained in use. A few days later, the implanted system (device and leads) was removed due to twiddler's syndrome. There were no plans to reimplant the system. The device and leads have been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitant products: (B)(4) ICD (B)(6) 2011; 4076 pacing lead (B)(6) 2006; 4194 pacing lead (B)(6) 2006.